Manufacturer narrative:
This report is being submitted to correct the patient information in section a.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to lead changed in course and pacing anomaly post one week implantation. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to lead changed in course and pacing anomaly post one week implantation. This rv lead remains in service. No additional adverse patient effects were reported.